Event description:
The device is being exchanged by the customer for an unknown reason.

Manufacturer narrative:
Serial# corrected to (B)(4). UDI# corrected to ((B)(4). Previously reported on (B)(4) with MDR# 3030677-2016-01367. Device was not returned for investigation.